Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31871088l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and a substance that resembled a chordae-like structure was found attached to the catheter. When the octaray mapping catheter was removed, a substance like biological tissue was found attached to the catheter. The tissue fragment was firm and resembled a chordae-like structure. According to the physician, the catheter was not manipulated at the valve annulus and was not forced against resistance, so it could not be determined what the attached substance was. After the procedure, transthoracic echocardiography was performed to assess function and no abnormalities were found.